Manufacturer narrative:
The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested and found to be normal. A parity error was seen to be the cause of the bvvi. The reset could not be reproduced in the lab. The reported event of backup mode was confirmed, however, the root cause of the error remains undetermined.

Event description:
Additional information received indicated that the patient requested to prophylactically upgrade the device. The device was explanted and replaced.

Manufacturer narrative:
Additional information: b1, b2, b5, d10, h1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving a vibratory alert from the device. Technical support was contacted and confirmed the device was in backup mode due to memory corruption. The device was successfully reprogrammed to nominal settings. The patient was stable.